Event description:
User reported that the heater-cooler was unable to cool on either side. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation confirmed faulty solenoids as root cause of reported issue. Solenoids to be replaced and device retested before being returned to customer for clinical use.

Manufacturer narrative:
Device has been returned and root cause determination is pending the results of the investigation.

Event description:
User reported that the heater-cooler was unable to cool on either side. There was no patient harm; however, this type of event is considered reportable.